Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose read "high" on the glucometer. The customer did not know how much insulin to take to treat her blood glucose, so she was advised to go to the hospital for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.